Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the latch lock problem, in addition to the damaged dso seal. It was determined that the defective latch lock was the root cause for the latch issue. The dso seal and latch were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported ¿latch lock non-compliant¿; however, device analysis found a damaged dso seal. There was unknown patient involvement.